Manufacturer narrative:
Additional information updated the axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found detached from the pushwire and missing. The instant detacher was not returned for evaluation as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to break indicator at the manual detachment location (via hypotube) were found intact. The pushwire was found broken into two segments from the proximal end but retained by the release wire. Additionally, the pushwire was found bent at the proximal end. An in-house instant detacher was then used to successfully break the tack weld replacement crimps on the first attempt. Without the instant detacher and the implant coil, any contributing factors from these could not be assessed. It is likely that the intact tack weld replacement crimps led to the reported event. The cause for the intact tack weld crimps could not be determined as the twr crimps were successfully broken with an in-house instant detacher on the first attempt. From the evidence of the damages to the pushwire, it is likely that the release-wire pulled back momentarily, causing the implant coil to detach and become lost. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
There was no physician/initial reporter information provided. The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed. Related mdrs for this event: 2029214-2017-01157. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment these both coils had fail detachment issue. No patient injury was reported. No further information was provided.